Manufacturer narrative:
(B)(4). Product not return yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 336 and 319 mg/dl. The customer's expected fasting blood glucose test result range is 70 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 191 and 209 mg/dl using true metrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 08/19/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer stated that the meter is reading 50 points higher than the other meter; informed the customer that it is not recommended by the manufacturer to compare meters results. Meter test result is accurate within 20% of laboratory result. The customer has not made any recent changes in diet, exercise regimen, or medication.